Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not coming on. The blood glucose level was 180 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. The device received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment.